Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of blurred vision. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the a chip on the adhesive of the distal sheath was found. There was no patient involvement.